Manufacturer narrative:
Per the customer, every single bed that was being monitored went into comm loss that lasted approximately from 2:42pm-2:44pm. All bedsides are now in good standing order, but they want to know what happened. The system engineer noticed .30 segment was crashing due to 2 devices missing from the host table (.24 & .19). The engineer removed these entries from the cns list and this resolved the issue.

Event description:
The customer reported that they got communication loss (comm loss) on the central nurse's station (cns) for a certain amount of time and then it went away. Per the customer, every single bed that was being monitored went into comm loss that lasted approximately two minutes. There was no patient injury reported.